Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of an ion monorail (mr) stent delivery system (sds) with no original packaging or other devices. The stent had moved distally 2 mm from the distal edge of the proximal markerband. Blue fibrous foreign matter was intertwined in the first three proximal rows of the stent. There was no damage to the stent. Blue fibrous foreign matter was on the distal shaft 7 cm from the tip. There was no damage to the sds. The blue fibers intertwined in the stent and on the shaft were most likely from handling the device and the reported interaction with the blue surgical towel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed (B)(6) 2011. It was reported that during a stenting treatment procedure the device would not cross the lesion. The 90% stenosed lesion being treated was located in the calcified, distal left anterior descending artery. Using a non-bsc guide catheter and a non-bsc guide wire, the physician advanced the 8mm x 2.25mm ion stent delivery system (sds) and was not able to cross the lesion. The sds was placed on a blue surgical towel, before re-inserting the sds the physician noticed fibers from the blue towel had become wrapped around the sds. The procedure was completed with another of the same device. No patient complications were reported and patient's current status is okay. Returned product analysis revealed the stent moved on the balloon.